Event description:
The account's maintenance stated that the head section ran down unintentionally. A pt was in the bed and the bed was being used in the respiratory therapy unit. The pt was not injured. The account's maintenance isolated the issue to the right head siderail controls.

Manufacturer narrative:
The account has not completed repairs.